Event description:
It was reported that low pacing impedance, loss of sensing, and loss of capture was observed on the right atrial (ra) lead. Ra lead insulation damage was suspected to be the cause of the event, however, this was not confirmed by diagnostic imaging. The ra lead was deactivated to resolve the event and the patient was in stable condition.